Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald¿ syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Lot number 17g1761d for (B)(4) was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production process that could have contributed to the reported defect. As neither a physical sample nor a picture sample were received, a thorough sample investigation could not be completed. The details of the reported foreign matter are unknown. It is possible that the storage conditions at the distributor location or the end customer location compromised the package integrity. Based on the investigation results, an exact cause could not be determined for this incident. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported with the use of the bd emerald syringe there was an issue with foreign matter. There was no report of injury or medical intervention.